Event description:
It was reported that a burning smell was coming from the home choice (hc) during use. The technical service representative (tsr) arranged the return of the device. The patient did not connect to the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a burnt accomp board. The accomp board was replaced. Functional testing, calibration, and a simulated therapy session were performed with no additional defects found. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the reported condition was determined to be a burning accomp board. This component was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.